Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted, upon completion of the investigation.

Event description:
The user facility's biomedical technician reported that patient was found unresponsive during hemodialysis treatment. From medical records: the patient was responsive and alert at 14:50 and had what appeared to be a seizure and immediately was unresponsive. CPR was initiated at 14:50 for pulselessness. AED applied, initial shock given as directed per AED. Oxygen was administered and ems was called. Patient was shocked four more times and CPR per AED directive until ems arrived. Five hundred cc normal saline administered, patient was disconnected from dialysis machine venous port; remained patent for ems use. The patient was transferred to the hospital. The hemodialysis clinic's unit manager reported the patient was discharged from the hospital on (B)(6) 2015 and has returned to the hemodialysis clinic. He has been receiving hemodialysis with no problems. Medical records are being reviewed by post market surveillance clinical staff.